Event description:
It was reported that during a tlh procedure, the device active blade broken when contacting the uterine manipulator. The blade was removed through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.